Manufacturer narrative:
(B)(4). Discarded.

Event description:
The dentist reported the iunihg screw fractured inside implant while torquing the abutment. The dentist tried to retrieve the screw portion in the implant but was not successful.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review for the screw was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.